Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer also mentioned low reading of 61 mg/dl and after eating, it went up to 80 mg/dl. The customer stated that the pump went into threshold suspend. The customer was provided the settings for the pump and it did not alarm low alarm. The product was returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump communicated properly with the glucose sensor simulator and mini link transmitter. The pump was programmed with threshold suspend and monitored. The threshold suspend worked properly. The pump was monitored and no unexpected setting changing anomaly was noted. The basal setting was correct. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.